Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint as no product was returned or medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 51-108050 tprlc 133 mp t1 pps so 5x95mm 6086054; 650-1161 delta cer fem hd 32/+3mm t1 3073271. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a total hip arthroplasty and was revised five months post implantation due to dislocation. The head, liner, and stem were exchanged.